Event description:
It was reported that the patient's insertable cardiac monitor (icm) showed false pause episodes due to under-sensing. Programming changes were discussed, but not made. No intervention was performed. The patient had no adverse consequences.